Event description:
It was reported that the patient was feeling heat intermittently in the pocket. It was also reported that the patient was experiencing stimulation. The device and lead remain in use. Follow-up was conducted to obtain additionally information, but was unsuccessful. Any additional information received will be added to the event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012. (B)(4).